Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found indeterminate grey contaminant on exterior of bottom enclosure, indeterminate black particle on outside of air outlet of rear panel, grey dust-like contaminants on and in air outlet of rear panel, indeterminate brown substance on edges of front panel. The manufacturer also found indeterminate white and grey flakes on top of blower box, indeterminate black particle, white dust-like contamination, and hair-like objects inside bottom enclosure, white dust-like contaminants on top of and in blower and in bottom of blower box, signs of liquid ingress on bottom of blower, the device's downloaded event log was reviewed by the manufacturer and found error e-101. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer confirms the presence of degraded sound abatement foam. The manufacturer also confirms the presence of various contaminants and signs of water ingression within the airpath, which is likely of external origin and not consistent with originating from a device failure. In the initial report b5 was mentioned incompletely which should have been: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles. The patient also alleged symptoms of lightheadedness and nasal irritation, difficulty breathing/short of breath.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.